Manufacturer narrative:
Patient date of birth unavailable. Device lot number, expiration date and complete UDI unavailable. Device manufacture date unavailable. This number is dependent on the device lot number, which is unavailable.

Event description:
A lead extraction procedure commenced with physicians using a 14f glidelight device in an attempt to extract the atrial lead. After they encountered stalled progression, they attempted to extract the ventricular lead. When they failed to progress, the physician chose to change to a 16f glidelight device. There was successful progression down the lead, and when the device was being removed, the patient's blood pressure dropped. Rescue intervention commenced immediately with sternotomy. A tear was discovered in the innominate vessel, and was so torn that it was unrepairable. The patient did not survive the procedure.